Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer had issues with reservoir. The customer then was contacted regarding air bubbles in his reservoir. Customer's blood glucose was 142mg/dl. Customer stated they typically get large air bubbles in reservoir. The customer mentioned he was off the pump yesterday and stated the he was treating with an insulin pen. Customer stated he had not rewound with a reservoir in place. Customer is using reservoir and stated no air bubble are noted.